Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter "squirted blood" during use.

Manufacturer narrative:
Investigation: during DHR review all required challenge samples, set-up and in process testing was performed in accordance with the quality plan. No qns were initiated during production. Received a total of 100 units within sealed packages and inside 2 dispensers from lot number: 8187714. A sample size of 45 units was randomly selected to perform the testing/observations: visual/microscopic examination: no physical-mechanical damage was observed on any of the components of the received units. Since no signs of damage was found proceeded to perform the water-leak test. Water/leak test: 23 of the 45 units were tested by connecting a q-syte unit at the end of the water leak fixture and then threading the adapters into the q-syte. No leakage was observed on any of the components of the representative units. 22 of the 45 units were tested by connecting the adapters directly into the water leak fixture. No leakage was observed on any of the components of the representative units. The failure experienced by the customer was not confirmed. There was no physical-mechanical evidence that confirmed or supported manufacturing related issues for the defect described on the event description and no leakage/blood excess was observed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter "squirted blood" during use.